Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the distal portion of emerge balloon catheter. The inner shaft was buckled in several locations. The tip was damaged. The inner and outer shaft were separated from the proximal end of the catheter (proximal end was not returned). The separated ends were jagged indicating that the shaft separation was due to tensile overload. Microscopic analysis did not reveal any damage to the balloon, and the balloon was unable to be inflated due to the condition of the returned device.

Event description:
It was reported that a balloon rupture occurred. A 1.20mm x 8mm emerge push balloon was used during a procedure. When using the device, the balloon tore. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. It was further reported that the 90% stenosed target lesion was located in the calcified left anterior descending artery (lad). The 1.20mm x 8mm emerge push balloon was advanced to dilate the target lesion and was inflated to 10 atmospheres. It was noted that the reason for the tear was due to the calcified vessel. During removal of the device, the balloon tore. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Event description:
It was reported that a balloon rupture occurred. A 1.20mm x 8mm emerge push balloon was used during a procedure. When using the device, the balloon tore. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. It was further reported that the 90% stenosed target lesion was located in the calcified left anterior descending artery (lad). The 1.20mm x 8mm emerge push balloon was advanced to dilate the target lesion and was inflated to 10 atmospheres. It was noted that the reason for the tear was due to the calcified vessel. During removal of the device, the balloon tore. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Event description:
It was reported that a balloon rupture occurred. A 1.20mm x 8mm emerge push balloon was used during a procedure. When using the device, the balloon tore. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.